Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately low readings compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately low on (B)(6) 2015, at 10:00am, although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He reported that in response to obtaining the alleged inaccurate low results, he continued with his usual diabetes management routine. He reported that he later developed symptoms of ¿vomiting [and] diarrhea¿. He reported that he was taken to the emergency room, where he was put on an ¿insulin drip for 8 hours¿ and he was given treatment of ¿5 iu's ph insulin¿ from a healthcare professional on (B)(6) 2015 at 10:30pm. He also reported that he obtained alleged inaccurately low blood glucose results in the ¿120s, 130s and 100s mg/dl¿ on the subject meter on (B)(6) 2015, ¿during the morning and day every few hours¿. He reported that he obtained results on the ER/hospital meter of high 400s mg/dl, 300s mg/dl, 200s mg/dl, 174 mg/dl¿ at unspecified times. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly. The cca walked the patient through a control solution test and the result fell outside the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate low readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.